Event description:
Caller reported a malfunction on the pump, leading to an elevated blood glucose level of 586 mg/dl. The customer managed the high blood glucose through a correction injection using multiple daily injections (mdi) and did not require incapacitated assistance from a third party. Tandem technical support decided to replace the pump and provided instructions to the caller on putting the pump into storage mode and the steps needed once they receive the replacement pump. The caller was advised to return the problematic pump and understood all guidance provided.